Event description:
Customer reported the insulin pump kept alarming button error. Customer's blood glucose was 133 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device was received with cracked case on display window corners, scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.